Event description:
Locking ring appeared to not be engaged with cup on 3rd day post-operative x-rays.

Manufacturer narrative:
Devices were not returned to MFR for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.